Event description:
While the physician was using an expandable lemaitre valvulotome on a bi-directional pra fistula, he was able to make one pass. On the second pass, it advanced normally but, it got stuck on the vein and he was not able to pull it back out. In result, the vein was stripped. The pt is okay and has to come back for an angiogram of the arm in order for the physician to know the options available.

Manufacturer narrative:
This incident is being reported because the physician experienced difficulty completing the procedure as the valvulotome got stuck on the vein and was not able to pull it back out. The physician ended up stripping the vein as a result. On 11/15/2007, the device was evaluated and it was found that the returned device did not exhibit any non-conformities indicative of defective product. The pt's condition is ok, the physician requests that the pt return to receive an angiogram of the arm in order for the physician to know the options available. In 2007, it was reported that the pt's veins have developed and is still in ok condition. The physician still needs the pt to complete an angiogram to determine whether an add'l procedure is necessary.